Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had a right heart catheterization done. No recalibration was necessary.

Event description:
Additional information received identified the right heart catheterization (B)(6) 2018) was done due suspected inaccurate measurements. The patient was also found to be in chronic heart failure during her admission for rhc.